Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the loss of image was unable to be identified, as the image reappeared on the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that she was not getting an image with multiple different scopes on her olympus evis exera iii video system center during procedure preparation. According to the initial reporter, a secondary device was used to complete the intended procedure without any reports of patient harm.

Manufacturer narrative:
Olympus technical assistance center (tac) personnel to report her event. During the call, tac recommended several trouble-shooting options to resolve the issue. The customer noted that she did not have time at the moment to trouble-shoot. Tac followed up with the customer at a later date and the customer confirmed that the image was back on the subject device, and they were uncertain what originally caused the initial issue. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.